Event description:
The manufacturer's rep reported that in 2004, the pt developed severe spasticity, itching, and stiffness. The hcp did troubleshooting on the catheter for dislodgement and determined it was fine. A rotor study was normal. The pt was given oral baclofen and was in and out of the emergency room for 2 days. The pt was reported to be "uncomfortable" for 5 days after this. The pt remains on high doses of oral baclofen. The plan is to replace the pump in july.